Event description:
It was reported there was a suspected underdose after a pump replacement the day prior. The catheter was disconnected with only 1 droplet of fluid appearing after the disconnection. The catheter was aspirated with difficulty and they were only able to get a few droplets. The decision was made to program a ¿purge bolus in 5 hours¿ since the catheter was probably not entirely empty. It was clarified the purge bolus was programmed in flex mode at 15:51 the day prior to report. On the day of report at 8 o¿clock the patient started to have clonic and controllable movements. It was noted the eeg did not show anything abnormal, so epilepsy was suspected. The patient was transferred in the ICU and intubated. They were given propofol and rivotril. The following day the patient was still intubated and the pump was still running with no changes. The pump was used to deliver lioresal additional information clarified that a priming bolus was programmed over 5 hours. It was stated there was no evidence of a catheter kink or any other issues and that the catheter could not always be aspirated. The patient had left the hospital, but was still having a headache and their spasticity returned. It was noted that ¿opacification of the catheter¿ would be performed on an unknown date. Additional information reported the patient also had altered consciousness on (B)(6) 2014 that required transition to intensive care. The patient was more spastic compared to their state before the operation. The catheter ¿opacification¿ was performed on (B)(6) 2014 and showed medium leaks around the pump. A revision was planned for an unknown date.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_pump, explanted: (B)(6) 2014, product type: pump; product ID 8709sc, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported a catheter revision occurred. The connection was replaced due to the results from the contrast study. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis was completed on 09-18-2014 of the returned catheter portion. Analysis revealed a non-significant indent down in the cup of the sutureless sc connector. Also non-significant damage was seen on both retaining ring fingers. Analysis concluded that the non-significant indent in the seal did not affect infusion. (B)(4).

Event description:
Further details were provided regarding the catheter testing on (B)(6) 2014. No contrast medium in the catheter and intrathecally. The catheter revision occurred on (B)(6) 2014. At that time the catheter was well connected to the pump. The injection of the contrast medium noted no leakage at the pump site. The contrast medium noted in the catheter and intrathecally and no leakage could be observed. However, droplets could be observed at the catheter connection to the pump and the decision was made to change the connection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.